Event description:
It was reported that during a da vinci si gastric bypass procedure, one of the jaws of the 5mm needle driver instrument broke and fell into the patient. The fragment was retrieved and the planned surgical procedure was completed. No patient harm, adverse events, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip to be broken off. The grip fractured at junction between the grip hub and grip arm, where there is a 90 degree angle. The fracture surface does not show any obvious material defect. The visual inspection of intact grip under 40x magnification shows a faint hairline crack at the same general location as the fractured grip. No other damage.